Event description:
Procedure type: gastric bypass. According to the reporter: the procedure was performed on (B)(6) 2012. The pt had an x-ray check up after two days (a togd - transit oeso-gastro-duodenum) that revealed a severe asymptomatic fistula which led to tachycardia. The pt, with peritonitis, had to be reoperated in emergency. The intervention revealed a 1 cm fistula on the far end of the suture line made with endogia 60-2.5, on the jejunum loop stump which was not there two days before. After cleaning the peritoneum area and an abdominal cavity check up, the surgeon sutured the fistula with an endogia 45-2.5. The pt is under close surveillance, on dialysis. His prognosis is reported to be engaged.

Manufacturer narrative:
(B)(4).